Event description:
It was reported that the 9000 sys locked up during a case. The procedure was not completed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator controller board was found to be bad. The customer had a third party svc replace the board. The sys was put back into svc.